Event description:
It was reported that the wig wag brake on the 9800 system had excessive play. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The wig wag brake was replaced during the service call. The system was tested and found to be working as intended and put back into service.